Event description:
The surgeon used 4 30-degree scopes for this procedure using the laser fiber. He claims the laser fiber is defective causing damage to all 4 scopes.the physician claimed there was a defect in the scopes notes indicate thought the lenses were weak but later felt the fibers were the problem. The physician performing the procedure is the only physician that uses this device. No harm occurred to the patient and after adding a guide with the last scope the physician was able to finish without further problems. First scope 120 watt setting failure midway through resection 15-20 min into procedure. Second scope failure 7-10 minutes later, thought weak lens then changed thoughts to fiber problem. Third scope failure decreased 80 to 40 watts with cloudy lens prior to failure. Fourth scope able to finish procedure without further incident, guide used by doctor for this scope.